Event description:
It was reported that intermittent malfunction alarms occurred after the pump was exposed to high temperatures. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
Per the tandem user guide: "avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump."